Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. Evaluation summary (B)(4): analysis confirmed that the heart lead flex was out of specification due to a bad diode. The battery contacts were compressed and the battery drawer was contaminated. The ring was bent.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis confirmed that the heart lead flex was out of specification due to a bad diode. The battery contacts were compressed and the battery drawer was contaminated. The ring was bent.

Event description:
It was reported the device failed during surgery. The output lights were flickering, but there was no output detectable on the pacemaker tester. Another device was available, so there were no patient complications.